Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 215 mg/dl. Customer woke up in the morning and the act button does not work. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer's mother mentioned that the belt clip was broken from continuously taking it on and off. Customer will be sent a replacement belt clip as a courtesy. Battery cap will also be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received with no button response due to lcd connector on keypad unlocked. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.